Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that during device removal surgery, two contacts were observed to be dislodged from the lead. The physician stated that one of them was removed by hand and the other was removed through suction. It was noted that the issue was resolved. No patient symptoms were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.